Event description:
It was reported the patient received the following results within 15 minutes: 490 mg/dl and 120 mg/dl. The results were obtained using two different vials/lots of test strips (lot.103890 and an unknown lot). It is unknown which vial/lot produced each result.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). H3 other text : device was discarded.